Manufacturer narrative:
The short spine clamp was returned to the manufacturer for analysis. The adjustment screw was missing. The retainer ring has been pulled from the tip of the adjustment screw no longer limiting the travel of the screw. As a result, the screw has been backed out all the way and is now missing. The clamp is not usable as is. The hardware investigation found that the reported event was related to physical damage; pieces missing. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The issue was resolved by replacing the damaged part. No part has been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that a short spine clamp was damaged. The screw was no longer tightening. It is not known when this issue was discovered. No patient was present during the time of the reported incident. No past patient impact was reported.